Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: we've had several failed extension sets.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: we've had several failed extension sets.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21089080; d.4. Medical device expiration date: 31-aug-2022; h.4. Device manufacture date: 31-aug-2021; d.4. Medical device lot #: 21129217; d.4. Medical device expiration date: 31-aug-2022; h.4. Device manufacture date: 31-aug-2021.. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: 10 samples model 22003e - 07 were returned for investigation( 3 used, 1 unused samples lot21089080 and 6 unused samples lot21129217). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position for all but 1 used sample lot21089080. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. All sets were successfully flushed except for 1 used lot 21089080 sample. The customer complaint that the extension sets failed could be replicated for one of the returned samples. The root cause is unknown. A device history record review for model 22003e - 07 lot number 21089080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e - 07 lot number 21129217 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.